Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified ostial right coronary artery. A 4.0x8mm xience stent was implanted, but after post-dilatation with a 4.5 nc balloon, there was suboptimal expansion at the ostium. Additional post-dilatation was done with a 5.0x8mm nc trek balloon dilatation catheter (bdc) with one inflation at 18 atmospheres. During removal of the bdc, resistance was noted as the device would not retract into the guide catheter (gc). The balloon detached from the delivery catheter. It was thought that the balloon did not fully deflate. Another attempt was made to remove the bdc, but resistance remained. The bdc was pulled into the gc and the shaft separated inside the gc. The guide wire, bdc, and the guide catheter were removed as a single unit out of the patient, successfully. Once out of the anatomy, the bdc shaft was noted stuck inside the 6 (B)(6) sheath with portions of the shaft coming out. The bdc shaft was pulled out of the sheath post-procedure. In the physicians opinion, the balloon did not deflate entirely prior to the attempt to remove it from the anatomy, causing it to pull out of the gc. The procedure was completed successfully. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx coronary dilatation catheter instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the use of force during retraction resulted in the shaft separating; however, it is likely that the force was required given the clinical situation (reported resistance). The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction and/or manipulation (against resistance) in attempts to remove the compromised device ultimately resulted in the reported detachments (balloon, shaft). Once out of the anatomy, the damages to the device resulted in the reported difficulty to remove from the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.